Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was emitting a high pitched beeping moise. When prompted to reinsert a battery, the monitor would not power on past a white screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (loud beeping sound / will not power on has been confirmed. As received, the monitor would not power on past the splash screen. The cause of the inability to power on has been isolated to ca board sn (B)(4). Root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.